Event description:
It was reported that during a radio frequency ablation procedure, a low impedance notice was observed and the physician restarted the cardiac resynchronization therapy defibrillator (crt-d), however, the ablation procedure could still not be conducted as expected. The physician replaced the crt-d. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.